Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field g 4. PMA/ 510(k) should be ¿p030031;p040036¿. Manufacturer's ref.#: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation / atrioventricular nodal reentrant tachycardia (avnrt) ablation and the patient experienced cardiac tamponade that required pericardiocentesis. After starting to ablate in the ridge in left atrium (la) the system gave them high force and they re-zeroed but the problem persisted. They suggested to change the catheter cable and the catheter worked afterwards. They completed the pulmonary vein isolation (pvi) in the left atrium and then they ablated the avnrt in the right atrium. It was reported that the health care professional (hcp) had already applied very high force in the anterior wall of the base of the left atrial appendage and an impedance spike arose and the doctor has been already warned for both incidents as they may cause perforation. Not long after, the anesthesia doctor told the main hcp that the patient had abnormal blood pressure. Then, he asked for echo and saw low heart border movement. He decided to continue until they got him the pericardiocentesis kit to handle the situation. The physician performed a pericardiocentesis to drain blood from the pericardial space. The patient left the hospital in the morning. The physician reported that the event might have happened due to transeptal mistake. He commented "after the event happened by 3 months"